Event description:
It was reported that during the implant procedure, the physician attempted to implant a right ventricular lead but was unable to advance the lead past the subclavian- vena cava junction. The lead was removed and a replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant.